Event description:
Additional information received that from the beginning of the operations, the tip on the handpiece made strange sounds. Despite this, the doctor continued the tonsil surgery. The operator repeated the insertion of the radenoid into handpiece several times until the tip finally broke in the middle, I think it was the shaft in the inner part. The fragment did not fall into the patient. The tip broke during the operation itself. Changed another tip - it happened again - in the end, completed the operation with radenoid (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device was returned together in a plastic bag within a large sleeve. No contamination was found on the pli10; however, the inner shaft spiral wrap was broken, and striation was noted near the distal end of the inner hub. Functional testing could not be performed due to the damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Previous codes b17, c20, d16 and g04041 were not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, blade was defective and after replacing the blade from the same lot, the blades were defective and noisy during operation. They did not work properly. There was 10 minutes of procedural delay. The procedure was completed with backup product. There was no patient impact in this event.